Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire. System operates as intended.

Event description:
It was reported that the system would not recognize an attached transmitter. No patient injury was reported.